Event description:
It was reported that during ablation, the unit caused a great deal of noise. It was switched out with another unit during the case, and the noise went away. This occurred two times. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, no anomalies were found.